Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the epg (external pulse generator) was sent to the biomedical engineer, from the intensive care unit (ICU), with the back casing cracked and a broken and loose atrial output connector. It was noted that the epg may have been dropped. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the lower case and atrial output connector were broken. It was also noted that the upper case was broken, the battery release, heart block and heart wire contacts were contaminated, the lead flex cover was corroded, one case screw was missing, the battery contacts were compressed, the keyboard was scratched, and the battery drawer o-ring was missing.